Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter shaft is confirmed, but the root cause could not be determined. One photograph of a s/l powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed use residues throughout the catheter in the returned photograph. A circumferentially aligned split was observed along the catheter shaft just distal of the 15 cm depth marker in the returned photograph. No additional details or damage was observed along the catheter in the returned photograph. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient with a 4fr monolumen catheter inserted on (B)(4) for chemotherapy administration. On (B)(6) a.m leakage was observed during irrigation. Upon examination of the device, saline solution was observed leaking from the insertion site, so it was decided to remove the catheter. Upon removal, 40 cm were extracted, and a rupture was observed at the 15.5 cm mark. The patient was informed of this and indicated understanding, and the head of chemotherapy was notified, who stated that the patient has two remaining treatments, which can be completed via a peripheral vein (catheter already reported due to a health alert). No patient injury sustained.